Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during an electromagnetic navigation bronchoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a thin line of plastic separates from the catheter when attempting to obtain lung tissue biopsy. Reportedly, no fragments were left inside the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.